Event description:
It was reported to philips that the system gave a remote alert indicating the host computer was unable to communicate with the flexvision computer within 105 seconds, which could impact booting. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.